Event description:
It was reported when using one (1) bd bactec¿ mgit¿ mycobacteria growth indicator tube, contamination described as "white powder" was observed during the incubation testing period. The patient sample flagged positive on the analyzer. Confirmatory testing involving subculturing, gram staining, and afb staining indicated there was no growth of mycobacteria. The patient sample was retested again before reporting results. There were no health impact or consequences reported.

Manufacturer narrative:
The following field has been updated with additional information: b5. Describe event or problem: it was reported when using one (1) bd bactec¿ mgit¿ mycobacteria growth indicator tube, contamination described as "white powder" was observed during the incubation testing period. The patient sample flagged positive on the analyzer. Confirmatory testing involving subculturing, gram staining, and afb staining indicated there was no growth of mycobacteria. The patient sample was retested again before reporting results. There were no health impact or consequences reported.

Event description:
It was reported when using an unspecified number of bd bactec¿ mgit¿ mycobacteria growth indicator tubes, contamination described as "white powder" was observed during the incubation testing period. The patient samples flagged positive on the analyzer. Confirmatory testing involving subculturing, gram staining, and afb staining indicated there was no growth of mycobacteria. The patient samples were retested again before reporting results. There were no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 4206549 was satisfactory per internal procedures. Formulation, filling, and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr was reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and no other complaint has been taken on batch 4206549. There were retentions (100) available for inspection. There were 43/100 retention samples with particles at the bottom of the tube. There were no photos or returns received to assist with the investigation of this complaint. This complaint can be confirmed from the retained samples. No complaint trends have been identified; no actions are indicated at this time. Bd will continue to trend complaints for defects.

Event description:
It was reported when using one (1) bd bactec¿ mgit¿ mycobacteria growth indicator tube, contamination described as "white powder" was observed during the incubation testing period. The patient sample flagged positive on the analyzer. Confirmatory testing involving subculturing, gram staining, and afb staining indicated there was no growth of mycobacteria. The patient sample was retested again before reporting results. There were no health impact or consequences reported.